Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone receiving excessive no delivery alarms from the insulin pump, and that four reservoirs were replaced due to the issue. The customer did troubleshooting with the helpline on the current reservoir and infusion set, and it was determined that an air bubble in the reservoir was the cause of the current alarm. The customer's reported blood glucose value was 303 mg/dl. The customer treated the high.